Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.3. Cgm sensor type: g7.

Event description:
A patient reports while activating a pod the cannula had deployed prior to placement at the pod infusion site striking the patients finger. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated after second prime. The needle mechanism assembly showed no damages or deficiencies that would contribute to an early deployment. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined.